Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 -there was not enough information to determine the mlurc. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer called requesting assistance with performing blood glucose test. Customer stated she was only seeing her previous results on the screen. Customer was pushing the button to turn on the meter and then inserting the test strip. During the call a blood test was performed by the customer fasting and produced test result of 80 mg/dl. At the time of the call the customer reported having headache (customer is pregnant). Customer did not need medical attention at the time of the call.